Event description:
It was reported that this right atrial (ra) lead exhibited a noisy signal and an impedance greater than 2000 ohms due to lead damage or lead fracture. The physician confirmed the fracture by observing the noise on latitude transmission and impedance measurement. This ra lead was explanted. No additional adverse patient effects were reported. Additional information received which indicates that this ra lead had an impedance of greater than 3000 ohms. The noise was noted on the live electrogram (egm) and during the atrial tachy response (atr) episodes stored in the device. Insulation damaged was also noted. This ra lead was replaced with a non boston scientific model and was disposed.